Event description:
A report was received stating that the patient experienced a seizure during post op programming. The doctor noted that this is normal with cortical cases. The patient is reportedly doing well.

Manufacturer narrative:
The devices remain implanted in the patient. This is the final report.